Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus there was gel smeared up the inside of the tube wall in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: g.4.PMA / 510(k)# bk050036 investigation summary: bd received one photo for investigation. Evaluation of the photo indicated gel smearing. A total of 100 retained samples were visually inspected, and no gel smearing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel smearing. Complaints for sample quality were not under statistical control for the month of september 2025. Therefore, factors that may contribute to gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd has initiated root cause investigation through corrective and preventative action.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus there was gel smeared up the inside of the tube wall in an unspecified number of devices. No adverse impact was reported regarding the patient or user.